Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with insulin (dose/type unspecified) and eventually experienced a loss of consciousness. The customer was unable to self-treat reportedly requiring intervention from both a third-party and a healthcare professional (hcp) to provide "sugar water (syrup)" for treatment. There was no report of death or permanent impairment associated with this event.